Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment and electrode belt was digging into the skin causing pain and discomfort. The patient also reported a burn-like and itchy skin irritation. The patient confirmed having shingles and confirmed the lifevest exacerbates the patient's skin condition. Per review of the patient data flags and recent download of (B)(6) 2021, the data confirms that the patient was not treated. There was no alleged device malfunction contributing to the irritation. The patient's physician provided the patient with medicine for the skin irritation. Follow up indicated that the patient's skin irritation improved.